Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with occasional dizziness during an in-clinic follow up. Both the pacemaker and the left bundle branch area pacing (lbbap) lead were explanted and replaced with a high voltage device. The patient condition was not known.